Event description:
The davinci vessel sealer malfunctioned four times with the blade becoming exposed and the grasping jaws not covering the blade - the blade was exposed with the potential to cause injury to surrounding tissue. Two different lot number of vessel sealers were used. No harm to pt. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.